Event description:
It was reported that the preloaded intraocular lens (iol) was not running properly through the injector, making a rubbing noise, and it was decided not to implant the iol. Upon further inspection, one of the lens haptic was found to be caught and bent. The surgery was completed using a backup lens and the patient is doing well. No further details provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 20-mar-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product. The plunger rod was found fully retracted and viscoelastic residue was not observed to be distributed through the length of the cartridge. The cartridge tip was split and the damage from the split extended to the cartridge tube. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no advancement issues; however, the plunger rod was slightly bent. The lack of damage to the lens module suggests that the plunger rod tip damage could have occurred after lens advancement. The lens was inspected and presented with cosmetic issues. No haptic damage was observed. No further evaluation was performed. The complaint issues "haptic damaged" and "stuck in cartridge" were not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. Therefore, no corrective action was initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.